Event description:
Hosp has already reported the malfunction of a heartmate left ventricular assist device in a pt on december 18, 1998. The facility is greatly concerned about this death and would like to prevent any future such occurrences. Rptr is also concerned that the recommendations from thermocardiosystems for temporary measures to prevent such device failures are clearly inadequate. These measures involve placement of two ethibond ligatures to prevent the outflow portion of the device becoming unscrewed. Rptr put both of these sutures in place, and compliance with their recommendations was documented by one of their co rep onsite at the time of this left ventricular assist device implantation. Both of these sutures broke, perhaps from the repeated back and forth motion of the two ends of the connector.